Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "customer states their unit is having inaccurate readings, very difficult inconsistent blue bullseye and vps turned off when about to start a procedure". Additional information states an x-ray was performed to confirm the placement no patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "customer states their unit is having inaccurate readings, very difficult inconsistent blue bullseye and vps turned off when about to start a procedure". Additional information states an x-ray was performed to confirm the placement no patient harm or injury. The patient status is reported as "fine".